Manufacturer narrative:
Pending evaluation. This (B)(6) y/o, 5¿1¿, (B)(6) lb. Female hispanic patient with a history of osteoarthritis and hypertension received a total knee on (B)(6) 2018. On (B)(6) 2018 the patient exhibited signs of a surgical wound infection and a hematoma at the surgical site. She was sent to the ER when she experienced sudden dyspnea and chest pain requiring supplementary low-flow oxygen, dep was ruled out and the pet results indicated pulmonary hypertension with intermediate risk of pe, basal atelectasis, and continuous anticoagulation. Patient was discharged to home hospitalization (B)(6) 2019 with antibiotic management, anticoagulation and home oxygen. On (B)(6) 2019 the patient leaves home hospitalization. On (B)(6) 2019, patient is taken to the ER not responsive to stimuli and pulseless with glasgow 3/15. Resuscitation efforts are performed and not successful. Patient passed away on (B)(6) 2019 due to respiratory arrest. No information provided.

Event description:
On (B)(6) 2018 in the pop follow-up consultation, signs of surgical wound infection and hematoma were observed in the surgical site, she was referred to the emergency department for drainage, she presented with episode of sudden dyspnea and chest pain requiring supplementary low-flow oxygen, dep was ruled out and pet is diagnosed with pulmonary hypertension with intermediate risk of pe, basal atelectasis, continuous anticoagulation, discharged on (B)(6) 2019 with home hospitalization for antibiotic management, anticoagulation and home oxygen, on (B)(6) leaves home hospitalization by appropriate evolution , on (B)(6) 2019 is taken to the emergency room for not responding to stimuli, enters pulseless, glasgow 3/15, resuscitation maneuvers are performed; patient dies on (B)(6) 2019 due to respiratory arrest.

Manufacturer narrative:
The engineering evaluation noted that according to the information provided, surgical site infection was observed during the post-operative follow-up consultation approximately 10 days after total knee arthroplasty. Exactech is aware of (B)(4) this is considered ¿very low¿ according to the frequency of occurrence ranking scale located in the rmr. ¿superficial and deep infection¿, ¿vascular damage resulting in blood loss and/or hematoma¿, and ¿death¿ is listed under general surgical risks of the IFU, 700-096-119 rev a. This 63 y/o, 5¿1¿, 158 lb. Female hispanic patient with a history of osteoarthritis and hypertension received a total knee on (B)(6) 2018. On (B)(6) 2018 the patient exhibited signs of a surgical wound infection and a hematoma at the surgical site. She was sent to the ER when she experienced sudden dyspnea and chest pain requiring supplementary low-flow oxygen, dep was ruled out and the pet results indicated pulmonary hypertension with intermediate risk of pe, basal atelectasis, and continuous anticoagulation. Patient was discharged to home hospitalization (B)(6) 2019 with antibiotic management, anticoagulation and home oxygen. (B)(6) 2019 the patient leaves home hospitalization. (B)(6) 2019, patient is taken to the ER not responsive to stimuli and pulseless with glasgow 3/15. Resuscitation efforts are performed and not successful. Patient passed away on (B)(6) 2019 due to respiratory arrest. Concomitant device(s): (cn: 02-012-35-2009, sn: (B)(4) logic tibia ps mod insrt sz 2 9mm. (Cn: 02-012-45-2020, sn: (B)(4) lgc tibial fit tray cem sz 2f / 2t. The following section(s) have additional info: date of report, device identification (serial number, expiration date), medical products & therapy dates, initial reporter occupation , premarket identification, PMA/510k, type of report, type of reportable event, follow up type, device evaluated by MFR, and device manufacture date. Corrections made in the following section(s): common device name, catalog number.